Event description:
It was reported that the atrial lead exhibited several out of range impedance measurements and noise. The noise could not be reproduced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.